Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Complaint sample was evaluated, and the reported event was confirmed. Visual examination of the returned product identified 7 fractured pieces of a femoral head. There are dark marks present on the o.d., fractured surfaces, and internal taper surfaces. No other damage was noted during visual evaluation. This device was implanted for approximately 2 years. No stem, cup or bearing were returned for evaluation. Review of the DHR found a review of the device manufacturing records of the head confirmed no abnormalities or deviations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial hip procedure, and subsequently, approximately 22 months post implantation, underwent a revision surgery due to acute pain in left hip with ulnar movement restriction. No trauma, no jump from a great height. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown stem item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d6b, d10, g3, g6, h2, h6, h10, h11. D10. Unknown fitmore b7 stem item# unknown lot# unknown. Unknown allofit s it cup 50 item# unknown lot# unknown. Unknown pe liner 50/32 item# unknown lot# unknown.

Event description:
It was reported that a patient had a left total hip arthroplasty. Subsequently, approximately 22 months post implantation the patient was revised due to pain and movement restriction. No further details or outcomes provided. Diligence is completed and no further information on the reported event has been provided.